Manufacturer narrative:
Date of report : 19jul2019, date rec¿d by MFR :08jul2019. The o2 solenoid was returned to the fi (failure investigation) lab for evaluation. Optical inspection of the o2 solenoid revealed no damage or contamination. Root cause: reported failure verified, high pressure leak test failed with submitted solenoid. Cleaning solenoid internal seal ring resulted in improved leak testing performance with all set points marginally passing. Leaking solenoid due to debris between sealant o-ring and body determined to be root cause of failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective oxygen solenoid valve and at the customer's request, rubber boots have been attached to the unit. The unit successfully passed the required performance verification test.

Event description:
The customer reported high-pressure leak test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.